Event description:
It was reported that the patient fell and hit his head some weeks ago, requiring stitches over the site of the implant. Testing confirmed that the device has malfunctioned.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.